Event description:
It was reported that lead damage was suspected on the right ventricular (rv) lead and the left ventricular (lv) lead but was not confirmed visually. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer reference number: 2017865-2023-18184.